Event description:
1 reported discordant negative result when compared to pcr for a symptomatic patient. The result was reported as part of an evaluation study the customer conducted with data from multiple hospital sites. 2 lot numbers were in use but it is unknown which was used for this event.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.